Event description:
Information was received indicating that this subcutaneous infusion set exhibited an occlusion alarm. It was noted that the set was in use for less than three days. The patient attempted troubleshooting, however the occlusion alarm persisted. It was concluded that the blockage was likely in the tubing. The patient discontinued use of the subcutaneous infusion set and resorted to manual insulin injections. No additional adverse patient effects were reported.